Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned device noted blood on the balloon and contrast in the inflation lumen, consistent with the reported use. The balloon was loosely folded, consistent with being inflated. There was a longitudinal rupture at the distal end of the balloon for a length of 3.5cm. There was no other damage noted to the balloon catheter. Scanning electron microscopy (sem) analysis revealed that the balloon failure may be attributed to mechanical damage to the outer surface of the material. In this case, there was no report of leaks noted during preparation, which suggests that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure due to interaction with highly calcified lesion or associated devices, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Overall, a conclusive cause for the balloon rupture appears to be due to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot, and all lot release testing data met the manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during a procedure the fox plus was inflated and ruptured between 8 and 10 atmosphere (atm) in the anatomy. The number of inflations that were made was not provided. There was no reported adverse patient effect. A stent was placed and post dilatation performed with a second balloon. There was no additional information provided.